Event description:
Patient normally uses a type of catheter that is designed so that no adhesive comes in contact with the skin. When his caretaker went to the pharmacy to get a supply of these catheters, she was told that they were no longer being made by this MFR. (Note: the catheter is still being made and sold by this MFR.) Instead, the pharmacist supplied caretaker with self-adhesive catheters. According to the caretaker, "she tried the catheter but when she went to take it off it tore his skin and made it bleed very bad. She was unable to take off the left over adhesive on his penis and began to use alcohol, (which) made it hurt a lot. She then decided to take him to the dr to be seen, but the dr was very upset and couldn't believe they had given her catheter with adhesive on them. The dr's concern...was because patient on coumadin and he should not be bleeding at all. The dr wants patient's caretaker to apply the hydrocortisone/antibacterial cream and to keep the penis packed in gauze."